Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Omplaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
Complete initial reporter name: (B)(6). Occupation: ccp, lp. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4). H3 other text: device not returned.

Event description:
It was reported that after 4 days and 20 hours of intra-aortic balloon (iab) therapy, an iab rupture occurred. The iab was removed on (B)(6) 2024 at 16:00. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.